Event description:
Patient's mother reported pt's infusion was much faster than normal due to possible pump malfunction­ no side effects reported. Pump will be returned and replaced. Md office aware. No further information provided. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.